Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The tjf-q180v video scope was returned to the service center for evaluation due to ¿positive culture¿. A visual inspection was performed on the received device using an olympus boroscope to verify the condition of the biopsy channel. The biopsy channel was inspected with the boroscope and there are no damages, stains, or foreign material present within. In addition, the olympus boroscope was also used to check the condition of the suction channel, which has no damages or foreign material. The scope failed the leak test due to a cut on the bending section cover near the distal end.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. The scope will be sent to an independent laboratory for microbial testing.

Event description:
The service was informed that the scope was cultured three different ((B)(6) 2019, (B)(6) 2019) times after reprocessing and tested positive for bacillus species; not anthracis. The first two cultures tested > 100cfu and the 3rd culture on (B)(6) 2019 tested 11-100cfu. The customer reported that the high level disinfectant used by the user facility doesn¿t eliminate pores. There are no associated patient infections. Additionally, the user facility reported the reprocessing methods are as follows: pre-cleaning is being performed immediately after a procedure at bedside. The steps taken during the pre-cleaning are: wipe scope with enzymatic sponge activated in 1000 ml of water. Aspirate the soapy enzymatic cleaner through the scope at 30 sec. Raise and lower the elevator 3 times [during] aspiration. Aspirate air for 10 sec. Attach channel cleaning adaptor and immerse end for 30 sec. By depressing aw channel button. Release the button to flush air 10 sec. The endoscope is being leak tested prior to manual cleaning using the olympus mu-1. The cleaning and disinfectant solutions used with the endoscope were medivators rapicide pa a and b as well as medivators intercept. The endoscope channel is brushed during manual cleaning using an endo choice-hedgehog and olympus maj1888. The endoscope is reprocessed in the facility¿s medivators advantage plus aer. The minimum effective concentration is being checked every run. The last preventative maintenance for the aer was november 2018. There has not been any issues noted with the aer. The last reprocessing in-service conducted by an olympus endoscopy support specialist (ess) was january 2017. There has been changes in the facility¿s reprocessing personnel since the last on-site visit by an olympus ess. All reprocessing personnel have been trained on how to properly reprocess an endoscope. The endoscope is being stored in a scope cabinet.